Event description:
Healthcare professional, through other company representative, reported "after performing multiple expansions in the office the volume of fluid palpated in the expander did not correlate with how much fluid had been placed" and "leaking". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed multiple openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional, through other company representative, reported "after performing multiple expansions in the office the volume of fluid palpated in the expander did not correlate with how much fluid had been placed" and "leaking". This record is for the right side. The device has been explanted.